Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "loss of cmos battery power" for excelsius the description indicates that during operation, the system displayed a black screen on the monitor and is experiencing hard drive problems. Our evaluation of the system revealed that a field service engineer was sent to the site and the cpu was replaced and a system functionality test was run. The severity is observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Upon system boot up, system would get stuck on black screen where no boot mode had been selected. The system was restarted multiple times and still could not make it past the black boot mode select screen. Requesting fse support to address computer/hard drives and figure out the root of this problem.